Event description:
This is an international report of a home patient (hp) that needed assistance to end therapy early as the line fell on the floor. The technical service representative (tsr) walked the hp though ending therapy early procedure as requested. The hp would disconnect and restart with new supplies. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The condition of a connection issue was not confirmed. Since the sample was not returned for evaluation, the assignable cause was undetermined.